Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot patient be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that all warnings were lit on the system controller.

Event description:
The lights on the system controller were on due to a self-test.

Manufacturer narrative:
Section d4 - primary unique device identification (UDI) number: corrected. Section h6 - medical device problem code: corrected. Manufacturer¿s investigation conclusion: the heartmate 3 system controller (serial number unknown) was evaluated in association with all warnings lit. The controller was not returned for analysis, and log files were not submitted for review. Additional information revealed that the original reason for hospital admission was due to the fact the patient had no recollection performing a system controller self-test. The cause of the self-test is unknown. There was no additional cause for patient readmission. After being monitored, the patient was discharged without any further issues. No issues were able to be correlated with the system controller. No serial or lot number was provided by the customer to perform a device history record review. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. A) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. C) section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller. Heartmate 3 instructions for use (rev. A) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. C) section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. Heartmate 3 instructions for use (rev. A) section 2 ¿ ¿system operations¿ and heartmate 3 patient handbook (rev. C) section 2 ¿ ¿how your heart pump works¿ addresses the user on what a self-test is, how to perform a self-test, and shows what the system controller should look like during a self-test. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient visited the hospital to see what the alarm was for, was readmitted, and was subsequently discharged after being monitored. No products were exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.